Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6, 12.00 diopter, implantable collamer lens, into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to glare/halos. The cause of the event is reported as patient related factor, "very bothered by halos." Reportedly, no concerns.